Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was to address pelvic pain and stress urinary incontinence. The procedure performed: sling (ivs tunneller) urethropexy along with cystoscopy and laparotomy with bilateral salpingo-oophorectomy under general endotracheal anesthesia. Complications post ivs tunneller implantation: (B)(6) 2006: vaginal spotting - small area of mesh erosion under the mid-urethra - in-office mesh trimming: this was excised back as far as it could be and the area was cauterized - prescribed her some premarin vaginal cream, levaquin. (B)(6) 2014: intermittent vaginal discharge, voiding symptoms, and intermittent pain - small pelvic abscess - vaginal approach and removed all suburethral portion of her mesh sling, drained the abscess in the space of retzius during this procedure - she initially did well, but few weeks later, presented with a larger pelvic abscess, worsening voiding symptoms, more vaginal discharge and voiding symptoms. Mesh revision surgery: (B)(6) 2014: underwent incision and drainage of pelvic abscess with removal of infected sling under general anesthesia.